Event description:
A device report from (B)(6) indicated: a hospital in (B)(6) reported pt who was implanted with proximal femoral lcp plate on an unk date discovered the plate broke in situ. It is not known when the plate and screws were explanted.

Manufacturer narrative:
No information provided for implant/explant date. The investigation could not be completed as no device was returned. A DHR evaluation will be requested.